Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 65 mg/dl at the time of the event. The customer reported hypoglycemia treated with glucose/carb intake. The event involved products mmt-7040a, mmt-332a, mmt-397a, mmt-1884. Troubleshooting was performed and found that the pump was over delivered the insulin and auto correction looks it overstocking of insulin that causing low blood glucose. The customer was using an insulin pump system within 48 hours of the reported low blood glucose event and the auto mode/smart guard feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the sensor and no product return is required for mmt-7040a. The customer will discontinue using the reservoir, infusion set and pump. Product mmt-332a, mmt-397a and mmt-1884 and will be retuned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08735 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. For additional information regarding the tests performed, refer to (B)(4) ¿ appendix e the pump history file lists 152 boluses on the event date, 3/21/2025. Please see below for the first 10 boluses listed on the event date, 3/21/2025: (B)(6) 2025 00:11:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). (B)(6) 2025 01:19:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u). (B)(6) 2025 01:24:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). (B)(6) 2025 01:29:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). (B)(6) 2025 01:34:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). (B)(6) 2025 01:39:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). (B)(6) 2025 01:44:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u). (B)(6) 2025 01:49:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u). (B)(6) 2025 01:54:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u). (B)(6) 2025 01:59:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u). There were no auto suspend events on the event date, 3/21/2025. Please see below for the user suspend on the event date, 3/21/2025: (B)(6) 2025 16:50:42 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.